Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system issued repeat occlusion alerts attributed to an obstruction of insulin flow in the infusion set, resulting in elevated blood glucose reported at 280 mg/dl until the caregiver replaced all supplies. The event involved the infusion set (contact detach) and was resolved only after a full supply change with troubleshooting and education completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem affecting the connector/coupler component and resulting in an obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.